Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2011 due to lead noise and impedance greater than 2000 ohms recorded. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).